Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient received shock for t-wave oversensing (twos) post ventricular sensed (vs) episode. Twos post vs was also seen approximately three months prior and no programming changes were made. Twos post ventricular pace (vp) (biventricular pace) real time was observed during the evaluation. Rv sensing was re-programmed, but twos post bv pace remains. Potential further action to be discussed. The rv lead remains in use. No further patient complications have been reported as a result of this event.